Event description:
It was reported by phone that while transferring a pt the stretcher moved. It was further reported that the nurse injured her back during the incident. There were no reported injuries to the pt.

Manufacturer narrative:
It was reported that the stretcher moved when a nurse was transferring a pt. The nurse had sustained a strain or pulled muscle but no medical intervention was reported. However, the nurse was not allowed to perform any heavy lifting without written permission from the doctor.